Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches and fractures all over the pump. The customers blood glucose level was unknown at the time of incident. Customer also reported that the reservoir ring is coming off. The insulin pump will be returned for analysis.